Event description:
A customer contacted beckman coulter inc., (bci), regarding an erroneously normal tsh result generated by the unicel dxc 600i synchron access clinical system for one patient. Subsequent testing produced a result below the normal reference range. The result was reported out of the lab. The customer did not receive any report of patient injury, requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse performed the protocol procedure per established instructions. The fse made adjustments to the mixer speed and transducer. The fse conducted a precision test, a wet/dry level sense test, and a carryover test; all results passed within the instrument specifications. The fse did not note any hardware issues that would have contributed to this event. A definitive root cause has not been determined for this event to date. A malfunction will be assumed for the purpose of this report.